Event description:
It was reported that the device is pending explant for normal battery depletion. The patent presented to the hospital for the device explant procedure with an infection. The physician elected to keep the patient hospitalized and postpone the explant procedure for a week until the infection clears. The patient is stable and monitored and no additional patient consequences were reported.